Event description:
It was noted that this patient was admitted to another hospital and at this time no further follow up has taken place.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was found unresponsive at their home. A review of the electrocardiogram showed no pacing when it comes to this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead. The patient was brought to the clinic and programmed to ddi and everything came back to normal. The clinic wanted to know why the device did not pace in ddd mode. Boston scientific technical services (ts) discussed scenarios that could cause oversensing/inhibition and discussed a possible lead issue. The field representative will work with getting more information regarding this case. No additional adverse patient effects were reported. The system remains implanted. A review by boston scientific technical services (ts) which included a twelve lead strip noted that the device appeared to be ventricular pacing and was programmed to ddd mode. The rhythm noted was very irregular. The patient was having atrial flutter at the same time. Boston scientific technical services (ts) further discussed that the non-tracking mode may be doing less pacing. No undersensing was seen although it was difficulty to be sure due to the patients rhythm. The caller was going to discuss the case further with the electrophysiologist and when the patient would be seen later this month. No further data was sent.